Event description:
The entire device was removed due to "infection", in two separate surgeries. As reported, on 10/30/96 the pump component only was removed, catalog #9914s, serial #157745; leaving the cylinder, reservoir and some assembly kit component remaining in place from the initial implant surgery. Then on 11/2/96, all of the remaining device components were removed due to "infection with pus and wound breakdown."